Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it would not charge (in order to shock) during an event. The customer advised that they tried to charge and shock twice, but were unsuccessful both times. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it would not charge (in order to shock) during an event. The customer advised that they tried to charge and shock twice, but were unsuccessful both times. There were no reports of adverse effects to the patient as a result of the reported issue.